Event description:
The physician performed a biopsy with a lung biopsy needle. During the procedure the needle detached in the pt. The needle was retrived successfully with biopsy forceps. The pt is in satisfactory condition.